Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-10796. It was reported that the patient presented for interrogation prior to generator change procedure. During interrogation, it was noted that the right ventricular lead exhibited lead noise. During procedure, the physician noted that insulation was missing from the right ventricular lead and right atrial lead next to the lead pins. The right ventricular lead was capped and replaced on (B)(6) 2020. The right atrial lead was revised using a repair kit. The patient was asymptomatic throughout the procedure and left in stable condition.